Event description:
A filter was implanted on (B)(6) 2010. On (B)(6) 2010, it was discovered that the filter had migrated to the intrahepatic ivc. Importer narrative: a film review was performed by a manufacturer representative. Results of the film review suggest that the migration was caused by a post placement dislodgement. The manufacturer representative is unsure if it was dislodged by a clot or by a subsequent intervention. No pt adverse events were reported. No further event info has been provided. The device has not been returned for eval.